Manufacturer narrative:
Collecting information is ongoing. Additional information will be provided upon investigation conclusion.

Event description:
It was reported that patient fell out of the device. Based on provided information it was possible that sling loop become detached from the device. As a consequence of the event patient sustained subdural hematoma.

Manufacturer narrative:
On 25 february 2020 arjo was informed about event that took place in facility in caen, france. Following information provided, the patient fell during transfer from the chair, using arjo maxi sky 2 ceiling lift and non arjo sling. As a result of the event, the resident sustained head trauma and left subdural hematoma. Arjo qualified representative visited the customer facility after the event to perform device evaluation. No malfunction was found within maxi sky 2 ceiling lift or its spreader bar. During inspection it was reported by the customer that possible cause of patient fall was loop detachment. At the time of the event, the ceiling lift was used with the loop sling manufactured by a third party company. The maxi sky 2 instructions for use (IFU, document number 001-15698-en rev. 7 contains information that: note: only use arjohuntleigh slings with the maxi sky 2 ceiling lift . Based on provided information we conclude that the sling was not authorized for use with maxi sky 2 ceiling lift. Furthermore, according to information provided by arjo service technician the sling was attached incorrectly to the spreader bar. Maxi sky 2 instructions for use includes transferring procedure and informs the user how to attach the sling properly. To sum up, incorrect transfer procedure performed by the caregiver is considered to be a direct root cause of the patient¿s fall and sustained serious injury. Using non-authorized sling in combination with arjo ceiling device is against maxi sky 2 instructions for use and might be a contributing factor. Review of reportable complaints registered within the last 5 years revealed that there was no other case where non-arjo sling detached during resident¿s transfer with maxi sky 2 ceiling lift. Therefore we consider this complaint to be an isolated occurrence. The maxi sky 2 ceiling lift in combination with non-authorized loop sling was used as a system for transferring the resident and played a role in the reported event. There was no device malfunction identify , however the sling loop detached during use and from that perspective system did not work as intended. The complaint was decided to be reportable to competent authorities due to reported patient's fall from arjo device and sustained serious injury.